Manufacturer narrative:
H4: the lot was manufactured from april 02, 2022 - april 03, 2022. H10: the actual device and photographs of the samples were provided for evaluation. The device was received partially filled with a liquid solution. Visual inspection along with magnification of the actual sample was performed and no particulate matter was observed in fluid pathway of the container. The fill port cap was removed and no issue was observed of the connector or cap area of the actual sample. The photographs were visually inspected and a white elongated polymeric appearing particle possibly of acrylonitrile butadiene styrene consistent with fill port material appeared in the fluid pathway. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified during visual inspection. There was no patient involvement. No additional information is available.